Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. The ICD remains in use but is being monitored closely by the clinic. No patient complications have been reported as a result of this event.